Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A nl-850-5072 was involved in an event and was described as follows: a pt had received a cardiac endarterectomy and the nl 850-5072 sundt shunt was implanted. After the shunt was implanted, it was noted that a portion of the shunt was crushed or collapsed. It is unk whether there was any injury involved. Additional clinical info has been requested.